Manufacturer narrative:
(B)(4). Common device name: stent, superficial femoral artery. Review of device manufacturing record history confirmed device met pre-release specifications. Engineering observations state the returned device was kinked at multiple locations along the catheter, including near the strain relief. The device was returned on a guidewire, which could not be removed without destructive disassembly of the device. The guidewire was not exiting the hub and was wrapped around the thumbwheel. The stent was partially deployed with about 45mm of the stent exposed. The outer sheath was translated through the strain relief bond. The inner shaft was severed within the handle, near the pulley. The inner shaft was buckled around the thumbwheel within the handle. Manufacturing records of the strain relief component were reviewed and these records indicate that the lots met bond tensile strength release requirements. The investigation was inconclusive. IFU for gore® tigris® vascular stent, table 1 sizing table indicates to use 0.035" guidewire diameter.

Event description:
As reported to gore, a patient presented with a stenotic occlusion in the left popliteal artery. A 6fr sheath was used to advance the gore® tigris® vascular stent over a .014 wire. Deployment was initiated and the vascular device expanded about 30 percent when the deployment line and the guidewire became entrapped in the deployment wheel. The partially deployed vascular device was removed and a non-gore device was used to complete the procedure. The patient did not experience any adverse consequences.